Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. As new information becomes available, this report will be further evaluated and updated. Most recently, information was received indicating that this medical device was removed from service. This medical device has not been returned to boston scientific to date. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, displayed a battery status with a charge time measurement of 10.2 seconds and a monitoring voltage measurement of 2.58 volts. There was a concern that the battery depleted earlier than expected. This device has not yet been explanted. There was no report of adverse patient effect.